Manufacturer narrative:
Method/results: no product will be returned for evaluation.

Event description:
The pt stated, that she had elevated blood glucose of 416 mg/l this morning (in 2007) and she found an air bubble in her insulin cartridge. She stated, that she bolused 5.5 units to lower her blood glucose. The pt stated, that she wears her infusion device upside down and she has been using expired insulin cartridges. The pt was advised to wear her infusion device upright and not to use expired product. The pt reported, that she bolused 5.5 units of insulin to reduce her elevated blood glucose value. The pt reported, that she spoke to her physician and was advised to reduce her basal rates from 0.5 to 0.4. The pt was provided with replacement insulin cartridges. No product will be returned.